Event description:
This report summarizes one malfunction. A review of the reported information indicated that model atg80166 pta balloon dilatation catheter allegedly experienced deflation problem. This information was received from one source. The event involved a patient with no known impact to the patient. The age, sex and weight of the patient were not provided.

Manufacturer narrative:
H10: the lot number for the device was provided; therefore, a lot history review was performed. The device was returned for the evaluation. The investigating is unconfirmed for deflation problem. A definitive root cause could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a lot history review will be performed. The sample was returned to the manufacturer for inspection/evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model atg80166 pta balloon dilatation catheter allegedly experienced deflation problem. This information was received from one source. The event involved a patient with no known impact to the patient. The age, sex and weight of the patient were not provided.